Event description:
Titan port-a-cath was placed left subclavian at a ambulatory care ctr on 5-15-98 for chemotherapy. Port-a-cath was dysfunctional during administration of chemo. Dye study suggested fracture of catheter. Removal of port-a-cath device was attempted on 7-1-98 from left chest. Retained approx 3" of tubing under the clavicle in the subclavian vein. Radiology attempted one transvenous snare-unsuccessful. Surgeon removed by direct surgical approach through the anterior chest under left clavicle pt discharged home 7-4-98 for routine follow-up.